Event description:
It was reported by service report that the stair tread/track would not engage due to a losse belt which required adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.